Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a chest x-ray was performed and revealed that the right atrial lead had dislodged. The lead was attempted to be repositioned but was unsuccessful. The lead was explanted and replaced. The patient was in stable condition.